Manufacturer narrative:
The device was not returned for analysis; therefore, no visual or functional testing was able to be completed. With all the available information, boston scientific concludes that the reported complaint was not confirmed. Based on the information provided, cause not established was selected as the most probable cause for the complaint.

Event description:
It was reported that the ambicor penile prosthesis (app) was no longer able to be inflated due to fluid loss. A surgical procedure was performed to replace the system with a new three-piece 700 cx inflatable penile prosthesis (ipp) along with a conceal reservoir. There were no further patient complications.